Manufacturer narrative:
The reported event was confirmed. The device was found to run intermittently due to a current sense fet failure. The e-box was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection.

Event description:
It was reported that during testing conducted at the user facility when the trigger was compressed the device was intermittently running too fast. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during testing conducted at the user facility when the trigger was compressed the device was intermittently running too fast. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event